Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced on (B)(6) 2017 a blood glucose of 33 mg/dl, with a loss of consciousness, difficulty speaking, and cognitive impairment, associated with an alleged continuous glucose monitoring (cgm) sensor issue. Reportedly, the patient remained on the pump and received treatment of glucagel, and food and/or drink from emergency medical services. During troubleshooting with customer technical support, it was revealed the cgm reading showed a normal blood glucose level when the patient¿s actual blood glucose was low. The patient determined their blood glucose level from the cgm reading, which lead them to not treat their low blood glucose. The patient was also not using the same commercially distributed blood glucose meter for accuracy comparisons and calibrations, and was not performing quality checks on the blood glucose meter per the manufacturer¿s recommendations. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the meter, and inaccurate cgm values with the sensor.